Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely due to damage on plug unit, the image is not displayed and environmental problems like dust/dirt/humidity. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope, had no image. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.